Manufacturer narrative:
(B)(4).

Event description:
According the reporter, the capsule failed to attach. There was a slight tear in the esophagus, but no medical intervention was performed. There was no additional harm to the patient.